Event description:
Per off label use: follow-up angiograms of the internal carotid artery timi flow 3 with excellent right mca territory perfusion and residual intimal flaps within the right ica dissection in the distal cervical and proximal p2 segment. Distal small emboli are identified in the right frontal convexity and in the right angular artery distribution. This pt was admitted with one day acute severe neck pain and headache following jogging the day before, and presented with left hemiplegia and falling without loss of consciousness. A CT/cta demonstrated a right (mca) middle cerebral artery ischemia and right (ica) internal carotid artery dissection, mismatch between cerebral blood volume, and cerebral blood flow with significant penumbra in the right mca territory. Tpa was started within 3 hours of presenting symptoms prior to cerebral angiograms. The diagnostic procedure showed thromboembolic occlusion of the right middle cerebral artery from the (ica) internal carotid artery terminus to the right mca bifurcation, and the posterior circulation collaterals to the posterior parietal area down to the right mca bifurcation and collaterals over the mantel through the right anterior cerebral artery. No collaterals to the right mca through the contra-laterals internal carotid artery. A dissection with intra-luminal thrombus of the right internal carotid artery extending from c1 level to the proximal 1/3 of the petrous segment. There is slow antegrade opacification of the ica up to just below the origin of the right ophthalmic artery. No major atherosclerotic changes in the carotid bulbs. Incidental venous angioma involving the left superior vermin region. During the interventional procedure, the pt was giving intra-arterial 8mg tpa/10 minutes into the m1 segment. F/u angiograms showed minimal flow. A penumbra aspiration was advanced and thrombus was removed/30 minutes. Angiograms after this procedure showed dramatic improvement with complete recanalization of the right ica terminus, right m1 and the right mca bifurcation. A microcatheter prowler was replaced and an enterprise 4.5x37mm stent was placed across the dissection between the right petrous and distal cervical internal carotid artery at c1 level. Angiograms after stent detachment placement of the stent across the dissected area. This was followed by placement of a precise 6x40mm stent in the cervical right ica ending proximally at c2 level and overlapping the enterprise distally. F/u angiograms of internal carotid artery timi flow 3 with excellent right mca territory perfusion and residual intimal flaps within the right ica dissection in the distal cervical and proximal p2 segment. Distal small emboli are identified in the right frontal convexity and in the right angular artery distribution. Final angiograms revealed the right vertebral artery almost complete resolution of lepto-meningeal collaterals from the right pca to the right mca territory. The pt was released to a rehabilitation center after the reported event of acute stroke. The pt had motor deficits of the right and left side, however, the pt did not have speech loss or mental acuity. Medication giving during the pre-procedure consisted of tpa. During the procedure tpa ia, general anesthesia, fentanyl, and versed. Post procedure tpa stopped, and aspirin.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00086.